Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a primary tka surgery, one (1) journey dcf ap fem cut blk 4 had broken pieces upon removal from the femur. No broken parts were left in the patient. The procedure was resumed, without any delay, using the same device. No further complications were reported.